Manufacturer narrative:
(H3,h6):manufacturing representative arrived on-site, was informed by customer that after manually opening the door the system was working correctly and that they used it during cases today without issue, inspected system, reviewed logs, unable to determine a faulty component on the system; performed motion calibration, performed system checkout, system fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the door was not opening. The site had to manually open the system when they were taking final spins with the patient. They followed the emergency opening door procedure with the assistance of the field service engineer (fse). It was reported that they possibly did not press the yellow button. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.